Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (7378605). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone breast augmentation with two 475cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), post-procedure. The complication was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2021.

Manufacturer narrative:
On march 17, 2022, mentor became aware that the replacement devices were the following: (right) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 9665555 sn: (B)(6) and (left) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 9665555 sn: (B)(6).

Manufacturer narrative:
On february 8, 2022, mentor became aware that the patient's right breast implant was diagnosed to be ruptured and leaking per ultrasound. During the revision surgery on (B)(6) 2021, it was also found and confirmed that the right breast implant had ruptured and that there was a small amount of silicone gel and fluid in the breast capsule. The left side was found intact but both the implants were removed and replaced with two 650cc mentor smooth round silicone implants.

Manufacturer narrative:
On march 1, 2022, the product investigation was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 475cc breast implant was found to have an area of shell abrasion on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A second product was received (7378605). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.